Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown bone cement; lot#: unknown. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested from the hospital but not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial elbow surgery approximately three (3) weeks ago. Subsequently, the patient was revised the next day due to malpositioning of the implants.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. H6: component codes: mechanical (g04) - stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views left elbow demonstrate a left elbow arthroplasty with intact humeral component. Proximal ulnar resection with bony fragmentation and heterotopic ossification of the proximal ulnar and radius. Radiolucency is seen along the distal humeral and along the entire ulnar component. Radiolucency along the distal humeral component. Soft tissue swelling overlies the olecranon with subcutaneous emphysema. Vascular calcifications. Differential diagnosis includes posttraumatic change, postsurgical change or prior trauma. Correlate clinically. There is a gap between the proximal ulnar and the joint space, of uncertain etiology and presumably expected. Overall size of hardware appears to be appropriate. The root cause of the reported issue is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.